Event description:
My eyes were injured by sciton intense pulsed light machine at coachlight clinic in west (B)(6). I experience eye floaters and see bright lights at night as starburst with a lot of glare which makes driving at night challenging. I also experience light sensitivity. These symptoms have lasted since the ipl treatment in january. I also had some retinal bleeding. I've seen several eye doctors and have upcoming eye specialist appointments. Overall this has negatively impacted my quality of life and overall wellbeing. During the procedure the goggles were simply placed on my face without a fastener/strap to secure it in place like you see with swimming goggles. The aesthetician didn't pause between pulses below my eyes. FDA safety report ID #(B)(4).